Event description:
It was reported that the patient presented with pocket stimulation. It was found that the left ventricular (lv) lead had decreased to low impedance and increased thresholds. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 implantable tachy lead, (B)(6) 2013; 407652 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. An alert for low lv impedance was observed on (B)(4) 2013. Additionally, it was noted that the lv pace impedance was steady between 150 and 170 ohms between (B)(4) 2013 and (B)(4) 2014.